Event description:
The lay user/patient contacted lifescan on february 24, 2006 and alleged that her one touch ultra (serial number not provided) was reading inaccurately high. The medical affairs specialist was unable to reach the pt after several attempts via phone. A latter was sent to the address provided. The pt had received results such as 509 mg/dl, 390 mg/dl, 38 mg/dl, and 84 mg/dl (time difference between the tests is unk). The pt was "feeling weak and delirious" before testing. Following the use of the meter, she ate food and/or drank beverage. She was taken to the hospital (hospital meter result is not provided). The pt was unable/unwilling to answer what, if any, treatment she received at the hospital. At the time of troubleshooting, it was verified that the meter was set in the right unit of measurement (mg/dl) and that it was coded correctly. The test strips were in good condition and within the expiration date. However, it was discovered that the pt was not cleaning the puncture area correctly (user error). She did not have control solution and therefore, a quality control check could not be performed. Although the hospital meter result and treatment (if administered) is not provided, this complaint is reported because the pt alleged inaccurate high results and the pt received an unk treatment. A field exchange was arranged for the pt to get a replacement meter right away.